Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer reseated all the rear connections for the drawer 4 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had communication issue. The customer stated that the drawer 4.2 and 4.1 unable to recover, reboot has been done but failed to recover. Then customer mentioned that there was a delay in dispensing the meds to patient because of this issue. There were no adverse events or injuries reported based on this event.